Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 480 mg/dl. The insulin pump had no delivery alarm. The customer was treated with the manual injection. The customer declined to perform high blood glucose troubleshooting. The troubleshooting was performed for no delivery alarm and found that the insulin exited. The insulin pump will not be returned for analysis.